Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020, senseonics was made aware of an incident where user experienced no sensor detected alerts which leads to early sensor removal.

Manufacturer narrative:
The customer's complaint was confirmed during the review of the in-vivo data in dms. The potential root cause of this issue is a damage to the asic, causing the sensor to no longer be read. D9 device available for evaluation? Yes, device received on 10 december 2020. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.